Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary the device did not meet its expected longevity. Battery depletion was confirmed. X-ray and visual inspection found no foreign material inside of the device. Visual inspection found a mark on the positive battery terminal, indicating a possible bridging or arcing event. Other than the low battery voltage, the device was fully functional and exhibited nominal current drain. Further testing found there was no internal short in the battery. The cause of the premature depletion could not be identified.